Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors instrument had a chip at the tip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors instrument was analyzed and found to the instrument tube adapter was found to have damage. A visual inspection the overmold for damage such as cracks, indentations, or missing material was performed and failed due to damage on the side of the adapter. The damage measured at 1.60mm x 1.15mm. The damage is missing material and was not returned with the instrument. Additional findings related to the reported complaint: the instruments tube adapter was found to have a detached fragment. A visual inspection for damage such as cracks, indentations, or missing material was performed and failed due to detached fragment on the tip the instrument overmold. The damage was likely the result of the detached fragment. The missing material was not returned with the instrument. The missing material is estimated at 1.60mm x 1.15mm. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.